Manufacturer narrative:
This is related to MDR number 3011632150-2020-00006. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion and thrombosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report/supplemental will be submitted.

Event description:
This is related to MDR number 3011632150-2020-00006. The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure (B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the middle third of the superficial femoral artery (sfa) of the right leg. One 6.0 x 60mm biomimics stent was implanted. On (B)(6) 2019 a thrombotic re-occlusion was identified. This event was described as being "possibly related" to the device and "not related" to the procedure. Percutaneous intervention took place on the (B)(6) 2019 and involved bare metal stent, drug coated balloon / drug eluting balloon and thrombectomy of the segment between the middle third of the sfa and the distal third of the sfa. The outcome of the event is described as "resolved/recovered".the device remains implanted.